Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if problem happened again, which customer acknowledged and understood.